Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event is confirmed. Review of the most recent repair record determined the motor was not powering on and there width plate screws were missing. The motor, plug harness assembly, and screws were replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was sent in for preventative maintenance and was found to have a cable connection issue, a corroded motor, and was missing screws. These issues have not endangered any patients or users. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). G2 : foreign country : germany. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.